Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the replacement line-pre pump was observed perforated and the leak originated from the perforated area of the replacement line. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from "broken" tubing of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.